Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-06-29 from the manufacturer representative reporting that they spoke with the health care professional (hcp) but the patient weight information was not available. No further interventions were planned. The patient had received recharging education. Neither the manufacturer representative nor the hcp office had heard from the patient since. It was noted that the patient had a long vacation planned. No further complications were reported.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies) and spinal pain. It was reported that since the first time there had been recharging difficulty. There was difficulty keeping the antenna in the right position due to the implant being at an angle. Per the patient, they assumed that it had always been that way. It was reported that they had 3 past meetings with manufacturer representatives and had been suggested to order adhesive discs. Implant was on (B)(6) 2017. Additional information was received from the manufacturer representative reporting a persistent thermometer icon. The patient had been charging when laying down since (B)(6) 2017. It was reviewed to try recharging in a ventilated area without laying on the device. It was reported that the patient had always had to charge too often. Using the clinician programmer it showed that group c had 90 microseconds, 5.0v, 392 ohms, and 24/7 use. The recharging frequency was 2 day intervals with a therapy impedance of >300 ohms. The recharge statistics was typically 6 coupling bars, every 0.4 days with 0.6 hour sessions. On (B)(6) 2017 the session was 1 hour and ended at 50%, on (B)(6) 2017 it was 0 hours ending at 0%, on 2017-06-01 it was 2.1 hours ending at 50%, and on (B)(6) 2017 the first session was 0.6 hours at 50% and 0 hours at 50%. It was taking 2-3 hours to get 50% charged. Per the patient they could not fully charge the implantable neurostimulator (ins). There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.